Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the keypad buttons were intermittently responding to presses. This report is made based on the results of evaluation completed 12/11/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the pump keypad was observed to be torn between the contrast and down arrow buttons with portions of the keypad rubber missing completely around the up button contact. The keypad buttons were tested and the buttons were found to be intermittently responding to button presses. The keypad was removed and contamination was observed under the button contacts and the up arrow button was found to have an inverted contact. Unrelated to the keypad issue, the pump display was noted to be discolored.